Event description:
The pt was revised because of a loose humeral component.

Manufacturer narrative:
Examination was not possible, as the prod was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.